Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The reload was being used for the third firing. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, unloaded and reloaded the reload onto the stapler handle but it was still locked out (would not fire), so opened another reload. The new reload was able to be successfully fired with the original handle. There was no patient harm. The patient outcome is alive, no injury.